Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the guide wire was returned without blood or contrast visible. The guide wire had separated at the distal end of the hypotube. The core was protruding out the distal end of the hypotube. The guide wire was in a corkscrew shape for a length of 4 cm distal to the separation. The tip of the guide wire was in a hook shape. There was no other damage noted to the guide wire. Using a .0137" hole gauge, the distal portion of the guide wire, including the hypotube was advanced through the gauge without resistance. The proximal portion of the guide wire up to the hypotube passed through a .0138" hole gauge. These met manufacturing criteria. The distal portion of the guide wire was dipped into dye to verify hydrophilic coating was present. The tip was tugged on to confirm the core and shaping ribbon were still intact. The device was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core adjacent to the hypotube joint was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. The hypotube joint is sensitive to excess bending. A heavy bend will weaken the joint and separate easily when pulled. Excess bending should be avoided and usually, under normal circumstances, the hypotube never leaves the guiding catheter. The guiding catheter usually protects the hypotube area from bending. In this case, the resistance with potenza likely caused a condition where the hypotube joint was bent and then pulled, resulting in the break. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. The separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. This MDR is considered closed by the quality assurance department.

Event description:
During pci the guide wire became stuck to the non-guidant coronary dilatation catheter (cdc). An attempt was made to pull the cdc, but it did not come out. The guide wire was then pulled and it separated. The cdc was pulled out of the patient's body and the separated end of of the guide wire came out together with the cdc. There was no patient affect.